Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report from an attorney representing a female patient who underwent a left phacoemulsification cataract surgery on (B)(6) 2009. The procedure resulted in damage to the patient's intraocular lens during its insertion. This lens was removed and during insertion of a new lens, a posterior capsular tear and vitreous loss occurred and the patient's eye was subsequently left aphakic. Post-operatively, the patient developed corneal edema that failed to resolve. Subsequently, the patient underwent a second procedure, an anterior vitrectomy. On (B)(6) 2011, the patient underwent a left tectonic penetrating keratoplasty (corneal graft). Since that time, the patient experiences impaired vision and has been told that this is likely a permanent condition. The information supplied by the attorney does not provide the name/brand of the intraocular lens (iol) that was implanted and explanted. Therefore, a brand/model number is not available and the suspect device is "unknown".